Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regulatory affairs associate reported on behalf of the customer that the a3059 mayfield composite series skull clamp needed repair. It was reported that the head moved because the parts of the claw moved excessively; it moved too much at the torque screw. The date of the event was not specified. There was no patient contact, injury and surgery delay reported.

Manufacturer narrative:
The complaint device was not returned for evaluation. DHR review cannot be performed as lot or serial number of device was not provided nor has the product been sent in for inspection. Sampling plan reviewed and is acceptable. The failure analysis to identify root cause to the end users experience could not be determined.

Event description:
N/a

Manufacturer narrative:
The complaint device was not returned for evaluation. DHR review cannot be performed as lot or serial number of device was not provided nor has the product been sent in for inspection. Sampling plan reviewed and is acceptable. The failure analysis to identify root cause to the end users experience could not be determined.

Event description:
N/a